Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient was still getting up about every 2 hours. Patient could only increase amplitude level to 7.1 and received the message 'can not provide your desired settings, call your clinician'. Patient felt a discomfort in their back side but was not sure if it was from the procedure or stimulation. Patient found out they had a urinary tract infection (uti) during lead placement and was given an antibiotic. Patient was told they were given the wrong one and to get a new one, but was seeing improvement at the time of the report. Patient developed diarrhea due to the antibiotics and was taking imodium for relief. Patient mentioned they felt pressure and discomfort in the pelvic area when they inserted a vaginal cream applicator, and then had a heavy leaking accident. It was noted the patient did not feel stimulation during lead placement and that their doctor told them it could be due to the anesthetic. Patient changed to their right side at 8.0. No further complications were reported.